Manufacturer narrative:
Evaluation summary: shipping information was received. The lot number is inaccurate. No product from the indicated lot 12521262 has been shipped to the reporting facility. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that following bilateral intraocular lens (iol) implant procedures, a patient developed inflammation. Uveitis was confirmed in both eyes. The symptoms were greater in the right eye than in the left eye. Fibrin, cloudy vitreous humor, minute keratic precipitates were also confirmed in both eyes. According to the ophthalmologist the relationship between the event and the device is unknown. The patient was treated with steroid medication. Additional information has been requested. There are two medical device reports associated with this patient. This report is for the right eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the physician, who indicated that the patient has recovered with steroid treatment.